Event description:
Boston scientific received information that during a patient follow up, this right ventricular (rv) lead presented with pacing impedance measurements above 2,000 ohms. All other lead measurements were within normal parameters. However, there were some non-sustained episodes recorded in the associated device's memory as result of noise being oversensed on this rv lead. A lead fracture was suspected. A revision was performed and this lead was explanted and successfully replaced. The rv lead will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits, confirming the lead was not fractured. Microscopic inspection of the terminal pins noted setscrew marks on the lead's is-1 terminal pin were not in the expected location. Inspection of the lead body found the gore covering was separated from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. To determine a cause for the out-of-range pacing impedance measurements, detailed analysis of the setscrew markings on the lead's terminal pins was performed. One setscrew mark on the is-1 terminal pin was very close to the front edge of the pin, and no setscrew mark was noted on is-1 terminal ring. Also, short "drag marks" were noted on is-1 terminal ring from the device's spring connection mechanism. Evaluation of the terminal pin indicated the lead was not fully inserted into the device header. Under-insertion could compromise the electrical connection between the spring and is-1 terminal ring, and may result in out-of-range impedance measurements and noise.

Manufacturer narrative:
Once the rv lead has been returned and analysis completed, this report will be updated.